Event description:
In 2009, the patient reported experiencing elevated blood glucose of 400-600 mg/dl. She stated that her basal rates were adjusted by her physician one month ago and her blood glucose continued to be elevated. She stated that she is able to lower her blood glucose by injecting insulin via syringe. She inserted a new battery and the infusion device would not power on. She stated that she inserted the battery incorrectly but she was unable to remove the battery cover to correct the issue. She stated that she would switch to injection therapy. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.